Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse cleaned the probes, plates, drains, equipment and filters. The cse also cleaned and greased up the shafts. The cse replaced and adjusted the sample 1 probe (s1) and replaced the s1, integrated multi-sensor technology, reagent 1 probe, reagent 2 probe, aliquoter and drain. The cse then replaced the cuvette washer probe b and inspected and cleaned each part. The cse ran quick check, service method, quality control (qc) and vanc precision testing, all of which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the event and instrument data and service report and determined that the reagent delivery and integrity was consistent across all replicates. The customer used dispensing machine, which provides clot-check function. No error was posted during dispensing of the sample in question. The sample was not re-centrifuged prior to repeat testing. Several mechanical components were replaced and maintained but there was no indication of a malfunction which may have contributed to the low vanc result. Qc was in range on the day of the result in question and subsequent sampling of the same sample, both from the same aliquot and from a new aliquot recovered as expected. The low result only presented on the initial aspiration from the initial aliquot of this sample. The hsc specialist stated that pre-analytical factors could not be ruled out based on the information provided, as the sample was transferred to a secondary container potentially causing the transfer of fibrin and/or cellular debris. The hsc specialist concluded that the potential cause of the discordant result was due to fibrin or cellular debris being pulled into the aliquot well and/or probe which could have caused an issue when the initial sample from the first aliquot was being processed. The hsc specialist recommended the customer to follow proper sample handling conditions. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The customer pulled the second aliquot tube obtained from the patient. Both aliquots were run on the same or an alternate dimension vista instrument, resulting higher each time. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vanc results.